Event description:
It was reported that during an unknown procedure, the surgeon put the extended trigger into the turning joint and pulled it out; the tip of the extended trigger was cracked and left in the tube. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar.